Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process with multiple cartridges. The customer's blood glucose level was 336 mg/dl. Reportedly, the customer has manual injections of lantus available as alternate insulin therapy.